Event description:
On (B)(6) 2013, the pt underwent endovascular repair of a descending thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. It was reported that as a gore dryseal sheath was inserted form the pt's left groin, slight resistance was felt. The sheath was advanced to the intended position and the stent graft was deployed without problems. As the sheath was withdrawn from the pt, a strong resistance was felt. The physician reportedly stopped with withdrawal, and run angiogram which revealed a dissection at the bifurcation of the left internal iliac artery and the external iliac artery. An iliac extender component was implanted from the left common iliac artery to the left external iliac artery. The final angiography showed the resolution of the dissection, and the procedure was completed. The pt tolerated the procedure. It was reported that the pt had a significantly calcified access vessel and the outer diameter of the sheath (8.3mm) oversized the left eia diameter (7.8mm).

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The gore dryseal sheath instructions for use (IFU) states: if vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt, including death, may result.